Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported a false positive result obtained on the alinity m sars-cov-2 assay. The customer was questioning how to interpret patient test results as the patient had tested twice one day after the other and had received a different results on the same day. On (B)(6) 2022, the patient received a negative test result. However, the patient had received a positive test result on (B)(6) 2022. The patient was informed that although they tested negative for the first test taken on (B)(6) 2022, the lab had detected the presence of coronavirus in their second test on (B)(6) 2022. The patient claimed they had already retested with their pediatrician that same day on (B)(6) 2022 and had received negative test results. There was no impact to patient management reported due to this observation.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer data review for the reported discrepant results for sars-cov2 target of alinity m sars cov2 assay was performed. The validity of the runs containing the discrepant results were verified. The assay met specification and no error codes or flags were displayed for the run controls. Amplification curves showed normal amplification. The information regarding the platform used for re-testing the false positive sample was not provided. Sample was retested in patient pediatrician office. Different platform has different sensitivity for the assay. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163 (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163 was performed to identify any records that were potentially related to the reported discrepant result complaint. This CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lot 526163. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant results for sars-cov-2 while using alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 526163. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lots 526163 was not identified.